Event description:
It has been reported to philips that, system was unable to start-up. System was not in use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to startup and identified flexvision pc can not boot up by itself. The fse reseated the two display cards, replaced the cmos battery and downloaded board software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.